Event description:
This case was initially received via regulatory authority igz on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("continuous bleeding, had a period every day") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back disorder ("back complaints"), hyperhidrosis ("excessive sweating"), memory impairment ("forgetfulness") and fatigue ("extreme fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, alopecia, back disorder, hyperhidrosis, memory impairment and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, back disorder, fatigue, hyperhidrosis, memory impairment and menorrhagia with essure. The reporter commented: the essure insertion went without problems. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 461 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.